Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Revision surgery performed on (B)(6) 2015 by dr (B)(6). Original op date approx 12months. Reason for removal tibial screw and sheath protruding from tibia ant surface and irritating patient. Prof bruce believes screw should be shorter. See associated medwatch #1221934-2015-00650.

Event description:
Revision surgery performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. Original op date approx 12months. Reason for removal, tibial screw and sheath protruding from tibia ant surface and irritating patient. Prof (B)(6) believes screw should be shorter. See associated medwatch #1221934-2015-00650.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.